Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 31-dec-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the incident, it was determined that the door 3 was failed. The customer was notified of this information and requested the field service engineer dispatch to be cancelled. However, the customer resolved the issue. The system functioned as intended after customer resolved the issue.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es system door 3 was failed. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. However, there were no adverse events or injuries reported based on this event.